Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around nighttime, the patient was lying in bed and was sweating and not feeling ok. Her cgm reading was high. They performed a bg reading but could not recall the exact reading. The husband only indicated that the reading was totally different from the cgm reading. The husband provided an unspecified beverage to the patient. The patient then closed her eyes and passed out. The patient recovered and at the time of the report she was stable. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.